Event description:
The pt called to report that the pump has had no tones or alarms for the lst two weeks but it is functioning properly. Pt attempted to get a tone and opened the pump door and there was no sound.